Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the patient¿s implantable cardiac monitor (icm), it was found out that there were false pause episodes due to under-sensing from loss of contact. No intervention or patient condition was reported.